Event description:
Per the clinic, the patient experienced a performance decrement due to migration of the receiver/stimulator. The patient underwent a revision surgery under general anesthesia on (B)(6) 2024 to reposition the device. The implanted device remains.

Event description:
Correction: per the clinic, there is no device repositioning performed as previously reported.

Event description:
Per the clinic, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device during the same surgery.